Event description:
It was reported that the buttons of the insulin pump were unresponsive; unable to scroll up and down. But, the customer stated that after five minutes the buttons started working. The customer blood glucose was 248 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.